Event description:
Gastrostomy tube balloon wouldn't deflate after inflated and sutured in place. Flange around g-tube was too loose to secure properly. No patient harm. Per site reporter: manufacturer response for mic gastrostomy feeding, waiting for shipping materials from the manufacturer before returning for examination.